Event description:
According to the event description:"over a period of three days, infusomat space infusion pumps were brought to the hospital's technical service department due to the issue: "pump delivering insufficient volume."no patient harm is known.inspection revealed that the set delivery rate was not being achieved.sporadic negative pressure was suspected based on observation of the drip chamber. Service personnel described the delivery not as a constant, continuous flow, but rather as a cyclic peristaltic action."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available.note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info:UDI number (B)(4).premarket submission # k083689, k142596, k191910.